Manufacturer narrative:
The device was returned to olympus for evaluation, and the customers allegation was not confirmed. Technician could not reproduce the issue observed by the customer. Additional observations were made during the device evaluation: the device failed the leakage test, and a connector is cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the hd camera head wont white balance. The issue was observed at preparation for use on an unknown procedure. Additional information has been requested regarding this event, but was not provided. No patient harm was reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. No further information could be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.